Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances measuring between 150 and 160 ohms on the right ventricular (rv) lead. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances measuring between 150 and 160 ohms on the right ventricular (rv) lead. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.